Event description:
Report #2 of 2 for this event it was reported via legal documentation a patient underwent a left total knee arthroplasty. Three (3) years, four (4) months later, the patient underwent a revision procedure. No medical or clinical information was provided. Additionally, it was reported via the legal document that the patient experienced joint pain, joint swelling, joint stiffness, limited range of motion, loss of mobility, muscle tissue damage, tissue damage, limited activities of daily living, experiences daily pain and discomfort in their left knee, gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed. No additional information is available.

Manufacturer narrative:
D10: (B)(6) 02-022-47-3009 - truliant tib imp cr ins std sz 3, 9mm. (B)(6) 02-020-13-0230 - truliant cr cem fem cr cem left sz 3. (B)(6) 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2024-00827. H11: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies were found. Based on the information provided, it cannot be determined which device was loosening; therefore, both devices were evaluated. No manufacturing process-related non-conformances, deviations, or exceptions are associated with this femoral component. No manufacturing process-related non-conformances, deviations, or exceptions are associated with this tibial tray. A review of complaint history determined that no further action is required as no trends were identified. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.